Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Reporter's email not provided/unknown. PMA/510k: additional 510k number: k101880.

Event description:
It was reported that the patient had bone loss and infection. It was also reported that the implant collar fractured. The implant was removed from tooth site 2.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned implant identified a fractured collar and bone residue around the external threads due to usage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. The alleged device malfunction was confirmed. A root cause cannot be determined. The infection and bone loss could not be verified.

Event description:
No further event information available at the time of this report.